Event description:
Related manufacturer reference number 3006705815-2023-00287. Related manufacturer reference number 3006705815-2023-00288. It was reported that patient experienced ineffective therapy and failed to charge the ipg as recommended. The ipg was deemed inoperable. As a result, surgical intervention was undertaken wherein the entire system was explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.